Event description:
It was reported that the patient was experiencing dizziness. A holter monitor revealed a 3.2 second pause in pacing. Testing revealed noise, intermittent capture, oversensing, and an insulation break on the ventricular lead. The lead would be replaced.

Manufacturer narrative:
No medwatch form was received.